Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, o2 gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, traces of liquid contamination was found inside the filter's chamber of the o2 gas module, replacement of o2 gas module solved the internal leakage, pressure transducer, o2 cell/sensor and patient circuit test failures. Issue with flow transducer test failure was solved by air gas module replacement. The ventilator passed all functional and safety tests and was cleared for clinical use. The liquid contamination in the gas module may affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user's manual for servo-I (e.g. Rev. 06), maximum levels of water, (h2o < 20 mg/m3) in the supplied o2 gas to the ventilator must not be exceeded. The hospital is responsible for using medical grade gases for use in the servo ventilator. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The conclusion is that cause of the issue was liquid contamination of the o2 gas module from hospital's gas system and air gas module failure.

Event description:
Manufacturer's ref. #: (B)(4).